Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had a huge air bubble anomaly. Customer¿s blood glucose level was unknown at the time of incident. Reservoir will not be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir and transfer guard. Performed pre-fill reservoir test (B)(4). Found reservoir¿s transfer guard needle bent at 90-degree angle.